Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that the report of the self-test failure was verified during evaluation. The pace/defib engine was determined to be at fault. Repair of the device was declined and the device will not be recertified for clinical use. No emerging trend based on similar reports.